Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no pt involvement. Evaluation of the machine by the user facility after the event did not reveal any issues, and the machine is reportedly back in use with no further problems. The user facility has agreed to an on-site evaluation of the device by the manufacturer.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.